Manufacturer narrative:
Additional information: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim#(B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -11.0 diopter, was implanted into the patient's left eye (os) on (B)(6) . On (B)(6) 2023, the lens was removed due to low vault without rotation. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: off-label - acd<3.0. Claim# (B)(4).